Event description:
It was reported that during peritoneal dialysis (pd) therapy, a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine during dwell 3 of 5. There was nothing found during troubleshooting that would cause or contribute to the alarm. The baxter technical service representative (tsr) advised the home patient (hp) to start over with new supplies and contact her registered nurse to let nurse know about the occurrence of the alarm. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. The cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.